Event description:
During review of complaint (B)(4) in pilgrim, it was revealed there was an incident of increased intraperitoneal volume (iipv) on (B)(6) 2015. A peritoneal dialysis (pd) nurse reported a pt experienced increased intraperitoneal volume (iipv) and drain issues during treatment. The pt remained asymptomatic: drain 0: 707ml; fill 1: 1542ml drain 1: 2390ml; fill 2: 1735ml drain 2: 1692ml; fill 3: 1999ml drain 3: 1433ml; fill 4: 1846ml drain 4: 3654ml; fill 5: 1541ml drain 4: 1686ml; fill 6: 1196ml. The reported drain volume of 3654ml was 183% over the expected drain volume which resulted in a reportable device malfunction. The pt did not require medical intervention or treatment as a result of the overfill.

Manufacturer narrative:
Based on the info provided, it is unknown if the device may have caused or contributed to the reported event. The post market clinical staff is in the process of requesting medical records applicable to the event, a supplemental report will be submitted upon completion of the physician's assessment of the reported info and the plant's investigation.